Event description:
The trailing haptic bent during the insertion of the lens in the pt's eye. The lens was removed and replaced.

Manufacturer narrative:
See mdr1920664-2008-00311 for the delivery device used with this intraocular lens.